Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was getting prepared for a catheter placement procedure via the subclavian vein in the right chest wall using powerport m.r.I. Isp. During flushing, it was reported that the leakage from the catheter was observed. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6), 2026, a patient was getting prepared for a port placement procedure via the subclavian vein in the right chest wall using powerport m.r.I. Isp. During flushing, it was reported that the leakage from the catheter was observed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows an unsealed tray with one catheter attached to a port and kit components. The second photo shows the closer view of a catheter held by a clinician. The surface of the catheter was unclear. The investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.